Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported on intermittent occasions, the customer needed to press the wake button multiple times with force before the screen turned on. The customer's blood glucose level was 171 mg/dl. Reportedly, the customer continued using the pump for insulin therapy, and had manual injections available as alternate insulin therapy.